Event description:
It was reported that the patient presented to the clinic after an lead integrity alert triggered for elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.